Event description:
It was reported that during a liver resection procedure, the two devices were used along with twenty white reloads. Everything went well during the procedure. There were no issues with the devices. (B)(6) post-op, the patient returned for a bile leak. The leak was treated by CT guide drainage with erct. Currently, the patient is okay. Both devices and all cartridges were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Standard practice of this surgeon during hepatectomies include cauterization to separate fissures, blood supply is clamped from the portion of the liver to be stapled, stapling occurs quickly with white reloads (15 sec wait time not used as blood supply is temporarily interrupted), blood supply is opened, broad cauterization with a bovie applied along staple lines with bleeding, hemostatic gel/glue is applied, surgical mesh is placed over staple lines.